Event description:
It was reported that during a low anterior resection procedure, the device delivered malformed staples. A circular stapler was used to complete the procedure. There was no patient consequence.